Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two torque drivers stripped. Per complaint form: doctor was tightening, locking screw and the drivers slipped out of the screws and the ends of the shafts are stripped.

Manufacturer narrative:
(B)(4). The two moss miami single innie final tighteners (product code: 2797-12-600, lot number: gm4196505) were returned to the customer quality unit (cqu) on february 28th, 2017. The tips of the final tighteners showed signs of stripping to the distal ends of the hexlobes on the tip of the instruments. The stripping extends from the distal tips and can reach approximately one third of the way down the length of the hexlobes. The stripping across all hexlobes is also consistent with the direction of rotation of the tightener during use, although the amount of deformation to each hexlobe can vary somewhat. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. The torque would be applied to a limited surface area, damaging the hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.